Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of "hi" and "lo" within 10 minutes. Results of 27.8 mmol/l and 1.1 mmol/l were plotted on the parkes error grid. The results fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification. Note: the meter is designed to report readings of 1.1 mmol/l - 27.8 mmol/l. It should be noted that this meter does not give a numeric value for readings less than 1.1 mmol/l and greater than 27.8mmol/l.